Event description:
It was reported the patient received the following results within 15 minutes: 382 mg/dl, 279 mg/dl, 187 mg/dl, 192 mg/dl and 177 mg/dl. At another time on the same day, the patient received the following results within 15 minutes: 379 mg/dl, 232 mg/dl, 187 mg/dl, 192 mg/dl and 177 mg/dl.